Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 10mm amplatzer septal occluder was selected for implant. During deployment, a cobra deformation was noted and the device was removed from the patient. A new 9mm amplatzer septal occluder was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.